Event description:
A malfunction alarm with code malf 0 occurred, causing an undisclosed but high level of blood glucose that exceeded 500 mg/dl. Initially, the customer did not take any corrective actions, but after contacting technical support, they received assistance to reset the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer understood the instructions to call back if the issue happened again. There was no mention of a third party's involvement, and technical support documented an occlusion and cartridge issue in their records.